Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
The customer stated, he was hospitalized for low blood glucose and the reading was between 15 to 20 mg/dl. The customer stated he was sweating and was unable to move his left side. The customer also stated the buttons have not been functioning correctly. Nothing further was reported.